Manufacturer narrative:
(B)(4).

Event description:
Information received from a manufacturer representative regarding a patient receiving dilaudid (15mg/ml at unknown dose) via an implanted pump. Indication for use was noted as non-malignant pain. On (B)(6) 2015, the patient had their pump replaced due to elective replacement indicator (eri). The physician aspirated the drug and cerebral spinal fluid (csf) directly from the catheter freely and reattached to the new pump. On (B)(6) 2015, the patient complained of withdrawal symptoms (actual symptoms were unknown). The symptoms were considered sudden. The physician had not aspirated fluid from the catheter access port (cap) after he had reattached the catheter to the new pump. A total tube volume (ttv) prime bolus was done and no programming errors occurred. The patient had a cap study on (B)(6) 2015 and the physician was unable to aspirate any fluid from the cap of the pump. The physician went inside the pocket and aspirated directly from the cap. The cause of the aspiration difficulty was unknown, there were no issues in the operating room (or) aspirating. It was noted that the symptoms resolved the next day.

Manufacturer narrative:
Refers to the main device, the other relevant component includes: product ID (B)(4) lot# l54366 implanted: (B)(4) 1998 product type catheter; UDI: 8(B)(4): the previously applied patient code (B)(6); device code (B)(4) ; and evaluation code-conclusion (B)(4) are now only applicable for the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018. The patient reported that two year earlier when the doctor replaced their pump, they accidentally kinked the line. The patient said they notified their doctor the next day, and did telemetry, and confirmed the pump was working properly. The patient stated the pump was not working properly because they ¿opened the patient up¿ and saw the kink in the line. The patient recommended that the manufacturer create a flow calculator in the pump and noted that a day or a couple hours makes a difference. No further complications were reported or anticipated.